Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost therapy couple of years back due to not charging the device and leading the ipg to be inoperable. As such surgical intervention is expected to address the issue at a later time.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.